Event description:
It was reported that the ventilator shut down while on a pt. The ventilator would not power back on. It is unk if the ventilator alarmed when the reported problem occurred. No pt harm reported.